Manufacturer narrative:
Initial.

Event description:
It was reported that the pump did not consistently charge on the charging pad, displaying that it was charging only when the user moved the pump around to complete charging. The user had previously lost the pump and could not troubleshoot the charging pad, and a goodwill replacement charger was sent. Symptoms included no adverse clinical symptoms and no blood glucose impact. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included complaint intake and provision of a replacement charger to restore charging function. Investigation of this case revealed a suspected charging alignment or charger performance issue affecting the charging process, with the charger identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface and/or charger performance consistent with product design limitations for alignment during inductive charging.